Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer has inadvertently entered their blood glucose level into the carbs field/carbs in the blood glucose field. There was no reported impact to customer's blood glucose level.